Event description:
It was reported by the patient's spouse that the patient passed away in (B)(6) 2025. 01october2025 has been applied as the event date, as no specific day was given. The patient's spouse reported the patient was in hospice and using pods and multiple daily injections (mdi). It was not confirmed if the patient was wearing a pod at the time of passing. The patient's blood glucose level ranged from 30-400 mg/dl prior to death. The cause of death was not confirmed; however, the patient was given a 3¿4-month life expectancy in (B)(6) 2025 due to cancer. At this time there is insufficient information to determine if insulet's device caused or contributed to the reported event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.6. Hardware: iphone15.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.